Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal reprort # (B)(4). Sample/s evaluation: in process and final control flow rate reports were taken into analysis. For in process flow rate (before eto) report, the average flow rate deviation from the nominal flow rate was between (B)(4). For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between (B)(4). The flow rate results were within specification. No abnormalities were found from the flow rate reports. Sample/s evaluation: received one used and partially filled easypump ii lt 100-50-s. The sample was reported with contaminated with cytotoxic drug. As received condition, clamp clip of received sample was clamped. Patient connector was not connected to the wing cap. Visual inspection had done throughout the sample. Crystallized residues were observed on the received sample. The blow mold of the sample was observed folded and stick with patient label. The clamp clip of the received sample was released for 50 hours and no flow was observed. Root cause analysis: since the received sample was blocked, further investigation on the fast flow rate was unable to perform. As per customer complaint description, it stated "the pump was finished after 30 hours". The pump was expected finish the infusion in 48h. According to IFU, flow rate accuracy of the pump can vary at ± 15% deviation from nominal flow rate, so it is possible for the 2ml/hr pump to deliver the solution at flow rate of 1.7ml/hr to 2.3ml/hr. It means that it is possible for the pump filled with 92ml (fill volume by customer was retrieved from cc notification) to be emptied between 40 to 54hours. However, there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2ml/hr to 2.36ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folded blow mold folded blow mold will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the received sample was blocked, further investigation on the fast flow rate was unable to be performed. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined. The received sample was blocked, further investigation on the fast flow rate was unable to be performed. Justification: not confirmed device history record (DHR): reviewed the DHR for batch 20g20ge261, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report #: (B)(4). A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility [translation of user facility information by bbm sales organization in (B)(6)]: overinfusion. The easypump was prepared for 2 days and attached to the patient, but the patient came back to the hospital and claimed that the pump was finished after 30 hours. The patient had no fever.